Event description:
It was reported that the user did not finish filling the cannula for a 23 in, 6 mm contact detach infusion set, resulting in a lapse in insulin delivery for approximately 1.5 hours before an agent assisted with completing the cannula fill on an ilet system. Symptoms included hyperglycemia with a reported blood glucose high of 275 mg/dl and no reported acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed user handling issues related to incomplete cannula fill, with no device alarms reported and the device and infusion set components implicated due to the infusion process. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.